Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 260 mg/dl. The user performed an infusion set change, after which bg values began trending down. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.